Event description:
It was reported that two different leads were attempted to be implanted and due to size of patient heart the lv could not be implanted and the rv lead was not long enough. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that the there was blood in/on the helix mechanism. (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that the there was blood/body fluid on the distal conductor (not obstructed).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.